Event description:
Lasik left patient with blurry inconsistent vision. Have major complications including dry eye, rainbow glare, double vision, glare, and halos. Loss of up close and intermediate vision. Can't see print clearly. Cannot be corrected with glasses or contact lenses.